Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this right ventricular lead was capped and replaced.

Event description:
Boston scientific received information that post a cardiac procedure the patient presented to the hospital due to oversensing on the atrial lead (competitor) and ventricular lead resulting in pacing inhibition with no asystole for > 2 seconds. It was suspected that this right ventricular lead had dislodged. Reprogramming was performed, while a lead repositioning procedure has been scheduled. No adverse patient effects were reported.